Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue on (B)(6) 2026. The blockage was at site. The patient noticed symptoms in three or more hours of insertion. The site location was upper buttocks. The patient replaced infusion set and resumed insulin deliveries successfully.